Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic adrenalectomy. According to the reporter at the time of the first port a balloon was not inflated in a syringe, another was opened to resolve the issue. The reporter states that no patient harm occurred, patient information is not available, and the last known patient status was good. Surgery time was not delayed by more than 30 minutes. There was no unanticipated tissue loss and there was no unanticipated blood loss. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4): post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon would not inflate during the adrenalectomy procedure. The valve seal was intact, and the locking collar was intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken balloon, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be reassessed at that time.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).